Event description:
It was reported that the touch screen is unresponsive and customer is unable to see the normal screen display. No impact to the customer's blood glucose levels.

Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available a supplemental report will be submitted.